Event description:
An internal email was sent informing that pt has deceased for unk reasons. An internal email was sent in the morning of (B)(6) 2020, stating pt deceased for unk reasons. Unable to reach pt's relatives. Pt's md and primary md is unaware.